Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No moisture damage found inside the pump noted during testing. No unexpected numbers scrolling during testing. The insulin pump was also received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer reported that the scroll bar was moving without input. The customer's blood glucose was 97 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.